Event description:
This customer reported that they got a "no shock delivered" message during a pt event. They believe that the shock was delivered. The pt was successfully resuscitated.

Manufacturer narrative:
(B)(4). This customer reported that they got a " no shock delivered" message during a pt event. They believe that the shock was delivered. The pt was successfully resuscitated. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.